Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump's piston may have failed. The blood glucose reading was 429 mg/dl, which was treated with a manual injection. The customer stated that her blood glucose reading reached as high as 500 mg/dl, and after treating with the insulin pump, it lowered to 377 mg/dl. She stated that she would change out all her supplies, but the piston would not rewind all the way back. She was advised that the insulin pump be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.